Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin 1 mg and fortum 1 mg (route and frequency not reported). The patient was recovering from peritonitis. No additional information is available.